Event description:
The customer reported via phone call that her blood glucose level has not been under 200 mg/dl since she received the insulin pump. She experienced a low blood glucose level of 49 mg/dl. The customer drank a cup of milk to bring his blood glucose up. The displacement test passed. The insulin pump alarmed no delivery and low reservoir. She was unable to troubleshoot at the time of call. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.